Event description:
It was reported that a device power on reset (por) occurred. The device voltage is 2.74 volts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.